Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances. The patient underwent a procedure wherein the leads and the implantable pulse generator (ipg) were replaced. The reason for ipg replacement was unknown. The explanted devices were retained by the medical facility and will not be returned.